Event description:
The customer reported an ¿error-x-ray system deactivated¿, which caused a loss of system functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Several sets of batteries were replaced, the bios were reconfigured and the system software was reloaded. The system was then found to be operating as intended.